Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that main drawer 5 failed at the station. A field service engineer reconnected the row board cables, cleaned the contact, ran firmware updates, and then replaced the module and control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the main cubie drawer failed and not detected on the bus, which hindered the users ability to retrieve medication for a patient. The customer went to another station to retrieve the medication and there was no delay and/or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, g2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 5 failed at the station. A field service engineer reconnected the row board cables, cleaned the contact, ran firmware updates, and then replaced the module and control board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system main cubie drawer was failed and not detected on the bus, which hindered the user's ability to retrieve medication for a patient. The customer went to another station to retrieve the medication. There were no adverse events or injuries reported based on this event.